Event description:
This complaint is from a literature source. The following literature cite has been reviewed: kaszuba sv, gordon n, gordon ac. The addition of navigation technology to the femur-first approach in anterior total hip arthroplasty improves leg length restoration. Arthroplast today. 2024 nov 13;30:101577. Doi: 10.1016/j.artd.2024.101577. Pmid: 39619705; pmcid: pmc11605322. Objective/methods/study data: the retrospective study aims to hypothesize that the addition of cn would improve restoration of the native hip center, femoral offset, global offset, and radiographic leg length when compared to the ff approach with fo. This is a two-group, retrospective cohort study, reviewing the radiographs and charts of patients who underwent primary direct anterior tha performed by one fellowship-trained orthopedic surgeon between july 2018 and august 2022.there were 100 cn cases that met inclusion criteria of a primary tha with minimal degenerative changes in the contralateral native hip and a satisfactory 2-week ap pelvis radiograph. These patients were compared to 135 previously studied fo cases [2]. For a total of 235 cases. The depuy synthes femoral stem components used were actis (n= 129), corail (n=85), c- stem (n=15) and summit (n=1). Patients were followed for a minimum of 1 year postoperatively. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events : femoral stem components used were actis, corail, c- stem, and summit. Adverse event(s) and provided interventions possibly associated with unk hip femoral construct ( qty.4 ) (n=1) patient had an infection resulting in septic loosening of the acetabular component that was treated with revision surgery and antibiotics. (N=1) patient experienced an acute kidney injury and symptomatic hyponatremia during the postoperative recovery course. No treatment was indicated. (N=2) patient had hematoma/ seroma which treated with surgical evacuation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h6: investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.